Event description:
A user facility returned the olympus, model gf-uct180, evis exera ii ultrasound gastrovideoscope to olympus for repair due to a report that picture in picture was not working. Upon inspection and testing of the returned device, it was found that a deep cut was present on the probe unit and a gap of adhesive was present on the distal end due to peeling or a crack. This report is submitted due to a deep cut present on the probe unit and a gap of adhesive present on the distal end due to peeling or a crack. As the problems were found during in-house service of the device, there was no patient involvement.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a deep cut was present on the probe unit due to physical stress, such as dropping/knocking and a gap of adhesive was present on the distal end, likely attributable to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). Additional evaluation findings are as follows: 1.) Control knob problem; 2.) Defects of adhesive; 3.) Damage or deformation of connector due to physical stress (caused by handling); 4.) All switches not functional; 5.) The auxiliary water channel connection area becomes detached; 6.) Water invasion in the device; 7.) Missing echo signals due to piezoelectric elements damaged in the ultrasound probe; 8.) Looseness of elevator channel plug. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in the adhesive and damaged probe unit likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.